Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Event description:
It was reported that the fast fix 360 t2 implant fell out with the suture during a meniscal repair procedure. A delay of less than 30 minutes was noted. A backup device was used to complete the procedure. No injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device shows the needle is bent. No ts or suture remain on the insertion needle, however the suture/t construct was returned for evaluation. Examination of the construct shows t1 is missing its proximal end and t2 is bent. The condition of the construct indicates it was implanted and removed from the patient¿s meniscus. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. A review of the device history record was performed which confirmed no inconsistencies.